Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he has been experiencing halos during the day, but especially at night. The surgeon told the consumer that he needed time to neuro-adjust to this iol and to give it time, but the halos have not improved. The consumer reported he did have a history of dry eyes and had been using artificial tears for this condition. In a f/u, the surgeon reported a yag laser procedure was performed for posterior capsule opacification. Limbic relaxing incisions and punctal plugs were also performed at the time of the iol exchange. The surgeon reported the event continues, but may resolve with neuroadaptation. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 09/01/2009, 09/02/2009, 09/15/2009, 09/17/2009, and 09/22/2009 by phone, fax and mail. A completed questionnaire has not been received.